Event description:
During product evaluation, the pump's batteries were found to be depleted. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30, 2007. Evaluation summary:the condition of a pump with depleted batteries was confirmed. Inspection of the device found that the pump's batteries were potentially damaged. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on april 1, 2005.